Event description:
It was reported that during set up for an acl reconstruction procedure, the tip of the biosure regenesorb screw was broken when opened. A back up device was available to complete the procedure and a non significant delay was reported. There was no patient involvement.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an evaluation of the customer provided image was performed and shows the tip of the screw broken. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements, material specifications, and material tests were appropriately documented. The root cause of the reported event could not be determined. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the tip of the biosure regenesorb screw was broken when open. It is unknown when the event happened relative to surgery. A back up device was available to complete the procedure and a non significant surgical delay was reported. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).